Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with rising right ventricular lead pacing impedance. Impedance was around the upper acceptable limit and have more than doubled in value since implant. The lead remained implanted. The patient was stable.